Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited high within range pacing impedance measurement of 1744 ohms. It was noted the patient experienced episodes of skipped beats. Device data was checked and it was found there was a loss of capture and a high capture threshold. Device replacement was scheduled for a future date. At this time, this rv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the pacemaker and this right ventricular (rv) lead exhibited high within range pacing impedance measurement of 1744 ohms. It was noted the patient experienced episodes of skipped beats. Device data was checked and it was found there was a loss of capture and a high capture threshold. Device replacement was scheduled for a future date. At this time, this rv lead remains in service. No adverse patient effects were reported. Additional information was received from the field. The physician suspected the increased threshold was due to a lead conductor fracture.

Manufacturer narrative:
Additional information added to b5. H6 updated.